Event description:
This procedure was performed in (B)(6): the procedure was an overlapping stent procedure with one stent already deployed. During the deployment of the protege gps stent, after 50 % of the stent was uncovered, the deployment system blocked. The physician was not able to pull back the sheath and continue to uncovering the stent. The physician decided to force the protege stent by pushing forward and backward in the sheath to unlock the deployment system. Finally he was able to completely unsheathe the stent and then removed the delivery catheter. The physician noticed that a portion of the catheter was peeled and a small portion of the catheter was detached. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.